Manufacturer narrative:
Pq executive summary: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Argus case (B)(4).

Event description:
Swallowed product/swallows the melted adhesive cream [accidental device ingestion] swallowed product sticks on vocal cords that causes hoarse voice [hoarse voice]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), hoarse voice and product complaint. On an unknown date, the outcome of the accidental device ingestion, hoarse voice and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and hoarse voice to be related to polident denture adhesive cream. Additional details: the consumer had used the product for two months. The attached adhesive cream melted when eating hot soup or hot water. He swallowed the melted adhesive cream and it stuck on vocal cords that caused hoarse voice. He was told there was some white substance in vocal cords when visiting otorhinolaryngology. What the white substance was not told from the clinic. It got slippery like he had phlegm in mouth after having a meal because the cream melted. Follow up information was received from quality assurance department received on 14 feb 2020: quality assurance (qa) department analysis revealed the complaint to be unsubstantiated. Follow up information was received from consumer on (B)(6) 2020. This case was associated with a product complaint. The outcome of the accidental device ingestion was not recovered/not resolved. He just starts using the polident at the time of reporting, still getting used to it and figuring out how much amount to use. It has been 6 month and still experiencing same event (swallowing of the cream). While using, the "sticky liquid" (cream) leaks and stock on bronchial tubes, cause to have hoarse throat and kind of coughing to force to remove the part of product being swallowed. He visited ent clinic and the doctor just said there is white substances are stock on the throat. Then doctor recommended if needed, doctor can write referral letter for surgical removal at the tertiary hospital. At the time of clinic visit, the patient also had cold. The doctor prescribed cold medicines and medicine for removing the white substance on the throat. ( does not remember what medicine was ) as the cold got better, seems the hoarse throat got better, not completely recovered. Thus patient did not went to the tertiary hospital for the removal nor have plan to visit yet.